Event description:
The customer reported that the device failed the pacer test during the shift check.

Manufacturer narrative:
The hosp biomed evaluated the device. The device consistently failed the pacer test while running the shift check correctly. The issue was localized to an incomplete electrical connection. Reseating the connectors resolved the reported issue. The device is back in service with no add'l issue reported.